Manufacturer narrative:
Visual inspection, functional testing and dimensional analysis was performed on the returned device. The reported foot break was confirmed as a foot displacement. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that this was a venotomy closure of a popliteal vein using the pre-close technique via an 8fr sheath hole prior to an interventional thrombectomy procedure. It should be noted that the prostyle instructions for use (IFU) states: the perclose¿ prostyle¿ suture-mediated closure and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, the access site location does not appear to be a contributed to the reported difficulties as the difficult moving the device appears to be related to the suture and tissue caught in the foot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The observed foot displacement was likely reported as a foot break. It is likely that interaction of the suture and tissue caught in foot contributed to the foot surfing out of the guide when the foot lever was actuated in attempted to close the foot. This subsequently contributed to the reported difficulty removing the device from the vessel. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: h6 - health effect - impact code: code 4624 was removed and code 4641 was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a popliteal vein using the pre-close technique via an 8fr sheath hole prior to an interventional thrombectomy procedure. Reportedly, resistance was noted while attempting to remove the device. The footplate lever was opened and closed multiple times; however, resistance remained. The physician was eventually able to remove the device. It was noted upon removal that a footplate break occurred; however, the device remained in one piece. The sheath was upsized to a 14fr and the interventional thrombectomy procedure was completed. The pre-close technique was abandoned and hemostasis was achieved through cut down via nick and spread. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.